Manufacturer narrative:
Product analysis : analysis was able to confirm the customer comment that the overlay was cracked. It was noted that there was no stylus. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was broken and the screen would not respond to the touch pen. The product has been returned for service. There was no patient involvement.